Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the medium-large clip applier (part# 478053-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 70 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the medium-large clip applier instrument moved with unintuitive motion and the customer could not apply the clip (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/ unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. In addition, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument exhibited non-intuitive motion, and the customer could not apply the clip. A backup instrument was used to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the instrument did not work well when applying the clip during the procedure on (B)(6) 2022. The customer could not provide further details regarding the last use procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has performed additional testing on the medium-large clip applier instrument involved with this complaint. The initial findings were confirmed upon further investigation. The instrument was placed on an in-house system and clip application was retested and failed. It was observed that the instrument had a slight bend in the main tube. The root cause of this is attributed to user mishandling/misuse. The housing was removed and the push-pull rod was inspected for any bend or fatigue and was found to be normal compared to a functional instrument. When attempting to verify that the screw at the rocker holding the push-pull rod assembly was tightened, it was found that the screw was loose. The screw was unable to be completely tightened as the screw continuously turned and could not come to a tightened stop. The root cause of this is a component failure. It is likely that the friction from the bent main tube and the loose screw at the rocker contributed to the failed clip test. Additional information can be found in the following fields: g3, g6, and h2 failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and failed on all attempts. The housing was removed for inspection and found no damage. The root cause is not determinable/applicable and will be transferred to engineering for further investigation.

Event description:
Refer to h10/h11 for follow-up information.